Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) stopped providing glucose readings to the ilet pump for approximately two and a half hours, with pairing failed alerts noted, and troubleshooting included re-entering the sensor code, restarting the pump, toggling settings, and attempting to re-pair; this aligns with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.